Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure was attempted using a starclose se device.

Manufacturer narrative:
(B)(4). Correction: starclose se replaces perclose proglide, which was referenced in error. The customer reported the device was discarded. The return of the device may have aided in the investigation. The reported failure to achieve hemostasis after clip deployment can be influenced by, but is not limited to, manufacturing, user technique and/or tissue conditions. The clip and device are visually and functionally tested during the manufacturing process. Based on the reported information and inspection criteria, there does not appear to be any manufacturing influence to the reported experience. The starclose se instructions for use provides the most optimal procedure to ensure the successful delivery of the clip. Anatomical conditions can interfere with the deployment process and prevent successful closure by the clip. Reported patient information and anatomical conditions were limited; therefore, it cannot be confirmed if anatomical conditions contributed to the failure of the clip to achieve hemostasis. The cause of the reported experience could not be determined. A review of the device lot history record and a query of the complaint handling database could not be performed as the lot number was not reported and the device was not available for analysis.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after a diagnostic procedure. Reportedly, all deployment steps were performed according to the instructions for use, but after clip deployment and removal of the device, hemostasis was not achieved. There were no difficulties reported during deployment or removal of the device. Hemostasis was achieved using manual arterial compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.